Manufacturer narrative:
(B)(4). Additional analysis: the packages were observed with the keyence machine to determine the direction of the puncture. The pictures highlight the device pushing out of the package through the tyvek. The summary is based on the directions of fibers/folds of tyvek complement the thought process of an inside out puncture from the corner of the device head. Also close up pictures of the device head further indicate abrupt force was introduced to cause the puncture. The additional folds/wrinkles around the puncture area on tyvek indicate the package may have been subjected to mishandling because wrinkles exhibit the folds are position to prepare for the abrupt force to cause puncture.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How did the customer order, receive and store the product? Was the product ordered through a distributor? Was there any damage noted on the corrugate box or the white inner shipper? Photographic analysis: upon visual inspection of the picture, what appears to be a hole on the package can be observed. The analysis results found that the pmw35 device was returned inside its original package. In addition, the packaging was returned partially open. The tyvek from the packaging was noted to have a hole in one of the corners, near where the carton cap is located; it is likely that the cap caused the hole. The damage was observed to be from the inside to the outside. No definitive conclusion could be reached as to what may cause the hole on the tyvek. A lot record was review and no anomalies were noted during the packaging process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that prior to an unknown procedure, packaging of product has been identified to have a tear in the tyvek backing where the staple edge of the stapler presses against the packaging. Issue identified prior to use on patient. No delay to procedure, no ae to patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.